Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, deep vein thrombosis, occupational asthma, irritable bowel syndrome and thyroidectomy. Previously administered products included for an unreported indication: aspirin and depo shot. Concurrent conditions included thyroid nodule. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain female as well as drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2008 to (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/ psychological or psychiatric problemscondition: depression") and anxiety ("mental anguish/ psychological or psychiatric problemscondition: mental anguish"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced nausea ("nausea"). The patient was treated with surgery (ablation on (B)(6) 2008). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, fatigue and nausea outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrpancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: plaintiff fact sheet was received. Events added from pfs- nausea. Events onset date, concomitant drug were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, deep vein thrombosis, occupational asthma and irritable bowel syndrome. Previously administered products included for an unreported indication: aspirin and depo shot. Concomitant products included nsaids since (B)(6)2008 and paracetamol (acetaminophen) since (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (ablation on (B)(6) 2008). At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet- reporter information, medical history, concomitant medication and events abnormal bleeding (vaginal), menorrhagia, depression and mental anguish, fatigue were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.